Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 485 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with bolus from pump. Customer's current blood glucose value was 503 mg/dl and the blood glucose was 485 mg/dl at the time of incident. Troubleshooting was performed. The customer was hospitalized on unknown date. The blood glucose value when admitted to hospital was over 600 mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was hyperglycemia. Customer wearing the pump at time of hospitalization. Customer wearing the pump at time of hospitalization. Drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site/insulin issues. Customer not perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer reported he primed the tubing and had no delivery alarm. Customer was assisted in performing a 5.0 unit fixed prime and customer reports that insulin does not exit with plunger push. Customer stated that he has high blood glucose of 485 mg/dl, treats it with bolus from the pump 5:12 am no delivery - 394 mg/dl - 346 mg/dl - 342 mg/dl. The product was not returned for analysis.